Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that a fluid invasion at the scope connector led to the malfunction, resulting in the scope communication error code. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a scope communication error (e216) in the operating room. No adverse effects to patient reported.

Manufacturer narrative:
Olympus has requested additional event information from the customer on multiple occasions with no response received at this time. The device was returned for evaluation. During testing, the reported issue was confirmed: the device relayed a scope communication error (e216) and gave a distorted and flickering image. Examination of the scope connector showed fluid ingression at this area. The scope connector was removed, aerated and reassembled: after aeration the image met with specifications and no error codes occurred. The scope connector had a loose and misaligned eto valve with fluid ingression in it. The insertion tube was scratched with a heavy kink in it and the diameter of the tube did not meet ring gauge standards. The bending section cover adhesive was chipped and lifting. The device failed leak testing due to a hole in the bending section cover. Finally, the objective lens was chipped and cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.